Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated and there were egm episodes that were not displayed. Technical support was contacted and the firmware was re-downloaded to resolve the event. The patient was stable with no adverse consequences reported.